Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx were implanted, one in the cx and two in the rca. Four additional resolute onyx stents were implanted in the lad to treat a dissection. On the same day, nstemi was reported. It was reported that this was myocardial infarction in target lesion, the lad. The patient was hospitalized. The investigator assessed the event as not related to the device or antiplatelet medication. The patient recovered.

Manufacturer narrative:
Investigator assessed the event as possibly related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated non-qwave mi (target vessel) 3rd udmi peri-pci, cx and rca- st depression in ii, iii, f,v2- v3 consistent with rca or lcx disease, thus, target vessel. If information is provided in the future, a supplemental report will be issued.